Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have fluid in and a spot on the lungs. The patient was hospitalized to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. Internal investigation observed dust/dirt inconsistent with sound abatement foam throughout the enclosure and airway, suggesting an external source. Pil also observed liquid ingress on the blower and blower box. An unidentified yellow contaminant was found throughout blower box (see attached photos). Evidence of sound abatement foam degradation/breakdown was observed in the base unit. External investigation observed very little contamination on the outside of the device. There was some slight contamination on the outside of the iso port. Pil powered on the device using a known good power supply and ac power cord which showed the base unit provided air flow. The device's downloaded event log was reviewed by the manufacturer and found no erorrs. The manufacturer concludes confirm the presence of dust contamination in the device and airpath. There was evidence of soundabatement foam degradation.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have fluid in and a spot on the lungs. The patient was hospitalized to receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.